Event description:
It was reported that a device was used during a colon resection. The detachable head broke when the trocar was introduced. Another device was used to complete the case. There were no consequences to the pt.